Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f fast-cath introducer sheath and dilator were received for evaluation. An event of a leak was reported. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on the top of the seal.

Event description:
During the atrial fibrillation procedure, blood leaked from the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.